Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a procedure, the "left needle would not retract." The pt outcome was reported as "stable." Additional info has been requested, a f/u report will be sent if additional info becomes available.